Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt, weak battery alarm due to blank display.

Event description:
Customer reported via phone call that they receive low battery alert. The customer¿s blood glucose level was 118mg/dl troubleshooting was performed for damage the insulin pump will be returned for analysis.